Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory for analysis. Visual inspection confirmed a complete lead with the helix mechanism in an extended position. Dried blood/body fluid was in and around the helix mechanism which prevented further helix testing. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an already scheduled device change out, this right atrial (ra) lead exhibited high capture thresholds during system testing. The physician attempted to reposition the lead during the procedure however, the helix fixation mechanism did not rotate as expected and the lead was then showing evidence of capture insufficiency. For these reasons, the ra lead was explanted and replaced and returned for analysis. Another lead of same model number was implanted without any further reported complications.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory for analysis. Visual inspection confirmed a complete lead with the helix mechanism in an extended position. Dried blood/body fluid was in and around the helix mechanism which prevented further helix testing. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Additional information: further testing on this device was performed, including an x-ray, which suggested possible corrosion in the coupler area, although the results were inconclusive. Upon removal of the helix housing for a clearer view of the coupler/helix interface, pitting and corrosion were observed on the coupler, likely resulting from environmental factors.

Event description:
It was reported that during an already scheduled device change out, this right atrial (ra) lead exhibited high capture thresholds during system testing. The physician attempted to reposition the lead during the procedure however, the helix fixation mechanism did not rotate as expected and the lead was then showing evidence of capture insufficiency. For these reasons, the ra lead was explanted and replaced and returned for analysis. Another lead of same model number was implanted without any further reported complications. This lead was returned to our post market quality assurance laboratory for analysis. Visual inspection confirmed a complete lead with the helix mechanism in an extended position. Dried blood/body fluid was in and around the helix mechanism which prevented further helix testing. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Additional information: further testing on this device was performed, including an x-ray, which suggested possible corrosion in the coupler area, although the results were inconclusive. Upon removal of the helix housing for a clearer view of the coupler/helix interface, pitting and corrosion were observed on the coupler, likely resulting from environmental factors.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during an already scheduled device change out, this right atrial (ra) lead exhibited high capture thresholds during system testing. The physician attempted to reposition the lead during the procedure however, the helix fixation mechanism did not rotate as expected and the lead was then showing evidence of capture insufficiency. For these reasons, the ra lead was explanted and replaced and intended to be returned for analysis. Another lead of same model number was implanted without any further reported complications.